Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 437 mg/dl. The customer was treated with a manual injection for high blood glucose level. The customer's current blood glucose value was 200 mg/dl. The customer also reported that the blood glucose level was 150 mg/dl. The customer declined to check for possible site or insulin issues. The drive support cap appeared normal. The product will not be returned for analysis.